Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the articular surface provisional sz 3 8mm is broken into two pieces. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported during tka procedure during set up the device was found cracked. No harm to any patient occurred. No delay. The procedure was finished with smith and nephew back up device.